Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had critical block and inverse critical block did not add to zero error. Troubleshooting was performed. Customer was able to clear the alarm. Customer did not receive a request to rewind insulin pump. Self test was performed. Customer reported self test passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.